Event description:
Device issue: difficult to deploy, difficult to remove, failure to retract. Time of device issue: during vessel closure. Adverse event: surgical repair, surgical hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily scarred and heavily calcified common femoral artery after an interventional procedure. Reportedly, resistance was encountered during needle plunger deployment and removal. The foot would not retract. The angiogram revealed that the foot was caught on fascia tissue. After some manipulation by wiggling a non-abbott device was attempted for arteriotomy closure but failed. The vessel was surgically repaired and sutured to achieve hemostasis. The pt was reported to be doing well with no complications. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.